Manufacturer narrative:
Revised b1.

Manufacturer narrative:
Addition the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.

Event description:
On (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (date and modality is unknown), revealed a proximal type I endoleak. There was aneurysm sac enlargement (amount is unknown). On (B)(6) 2021 there was a reintervention. The physician implanted a gore® excluder® aaa endoprosthesis aortic extender and a palmaz stent. The endoleak was resolved. The patient tolerated the reintervention procedure.